Event description:
Colposcopy with biopsy, false negative hcg result. Report received in 2004 from a healthcare facility regarding a pt who tested negative on the truview stat pregnancy test on an unspecified date. The test was performed on urine (specific gravity unk). According to the rptr, "later that day, site looked at test and it had turned positive" and the site had performed a "colposcopy with biopsy." The pt's last menstrual period was in 2004. The rptr could not confirm that confirmatory human chorionic gonadotropin (hcg) or pregnancy testing was performed. To date, no fetal or pt injury has been reported. No info was provided on the pt's outcome. Add'l info was received in 2004 from the pt's nurse and physician. The initial truview stat pregnancy test was performed prior to colposcopy procedure. The rptr indicated that the colposcopy was performed based on the negative hcg result. A truview stat pregnancy test in 2004 was positive. The rptr indicated that the pt and fetus did not experience an untoward effect due to the colposcopy with biopsy or the negative truview stat pregnancy test. Concomitant medications included drospirenone/ethinyl estradiol (yasmin).